Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was damaged. The following information was provided by the initial reporter: it appears that there was an extra connection piece on the end, this snapped off and the tubing could no longer be used.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was damaged. The following information was provided by the initial reporter: it appears that there was an extra connection piece on the end, this snapped off and the tubing could no longer be used. D1: medical device brand name: bd alaris¿ pump module smartsite¿ infusion set; d4: medical device manufacturer: sistemas medicos alaris, s.a. De c.v.; d4: UDI #: (B)(4); d4: medical device catalog #: 2420-050; d4: medical device lot #: 23013101; d4: medical device expiration date: 18-jan-2026; h4: device manufacture date: 18-jan-2023; g2: manufacturing location: sistemas medicos alaris, s.a. De c.v.; g.5. PMA / 510(k)#: k944320. D10: device available for eval yes, d10: returned to manufacturer on: 25-apr-2023. H6: investigation summary a complaint of a set having an extra piece that made the set unusable was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. There was an extra component attached to the male luer. The connection was breaking, but the component could not be fully removed. A device history record review for model 2420-0500 lot number 23013101 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Manufacturer narrative:
E1. Address information was not able to be obtained, therefore, nj was used as a place holder. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set tubing was damaged. The following information was provided by the initial reporter: it appears that there was an extra connection piece on the end, this snapped off and the tubing could no longer be used.